Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. The physician suspected ra lead damage, however, diagnostic imaging was not performed. The device was reprogrammed, however, noise resulting in oversensing was again noted on the ra lead. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.